Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified proximal right coronary artery (rca). A 10mm x 3.50mm wolverine coronary cutting balloon was used to dilate the target lesion and on the first inflation at eight atmospheres, the balloon ruptured. The procedure was completed with another device. No patient complications were reported in relation to this event.